Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for blood glucose levels over 400 mg/dl. The customer had not been wearing the insulin pump since the event, and the caller needed assistance in reprogramming it. Nothing further was reported.